Event description:
The customer alleged they received a questionable human chorionic gonadotropin, stat (hcg) result for one patient on their e411 analyzer. The patient's initial hcg result was 60 miu/ml. The sample was repeated and the result was 48 miu/ml. The patient had a urine test performed and the result was negative. The patient had a second sample drawn and tested twice. Both of the hcg results were <0.5 miu/ml. The customer stated all the results were reported to the physician. The patient was diagnosed as hcg negative based on clinical findings and data. There were no adverse events. The hcg reagent lot number was 171115. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer returned the patient samples for investigation. The samples were tested on a centaur analyzer. The results from the different immunological methods agree with the customer's results for both patient samples. This issue could not be confirmed and no issue was found.